Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent mechanical testing confirmed the cathode coil is stretched near the terminal pin, which was likely a contributing factor to the helix mechanism issue. Once the cathode coil is stretched, the torque would not be transferred to the tip as designed. The blood/body fluid in the helix region also prohibits movement. Analysis did not confirm dislodgment. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance, e.g., low dislodgement and perforation occurrence. The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged, which resulted in a revision procedure. During the revision procedure, difficulty was experienced extending the helix. The helix would not extend after multiple turns to retract. It was also noted when the lead was straight the helix would extend, but when the lead was curved the helix would not extend. The decision was made to explant and replace this ra lead. There were no additional adverse patient effects reported.